Event description:
It was reported that the acuity system locked up and they could not monitor a pt inside a hyperbaric chamber during a procedure. The procedure had to be aborted. The pt was not harmed in any way. Pt monitoring continued on the bedside monitor.

Manufacturer narrative:
The device was damaged irreparably during shipping and could not be investigated. Eval summary. The device is an installed centralized pt monitoring system that utilizes a sun ultra 5 central processing unit (cpu). The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. There was reportedly at least one pt connected to the system at the time of the episode. This unit originally shipped on 4/10/01. In 2006, the customer reported that they had a power surge which resulted in the unit crashing. The customer called and spoke with welch allyn tech support who helped the customer to restore normal operation. Two days later, the system crashed again while the customer was using the system to monitor a pt undergoing a procedure in a hyperbaric chamber. The procedure had to be aborted. Log analysis by tech support and engineering confirmed the system crash and found a probable hardware cause. We rec'd the unit for investigation twelve days later. Unfortunately, the customer failed to properly package the unit, and the unit was damaged beyond repair, apparently during shipping, so further investigation was not possible. The unit was sent in a box with only small air bag cushions on the corners which were completely inadequate to support the weight of the cpu during shipping. Despite the loss of centralized monitoring for this pt, bedside monitoring continued normally via the individual bedside pt monitor. There was no pt harm as a result of the episode.